Manufacturer narrative:
Device label code for f10. Position 1: 1738 and position 2: 1738. Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hospital.

Event description:
The iab leaked. Blood was noted in the tubing. Event complications: unknown - reported 9/19/96. Pt's current status:unk - rpt'd 9/19/96.